Event description:
Had essure placed on (B)(6) 2013 they were only able to place one coil. This placement took over two hours, on (B)(6) my body evicted the coil. When this happened it caused bleeding and serious pain for 6 weeks. On (B)(6) I had a tubal ligation done due to the failure of the essure I would never recommend this product to any woman or animal. (B)(4).